Event description:
It was reported that the edge of the blades broke after the reamer hit the k-wire. The surgeon used a 2.4 mm k-wire to block during reaming. No delay reported. No patient injuries reported. An s&n backup was available.

Manufacturer narrative:
The device, used in treatment, were returned for evaluation. A visual inspection confirmed the pilot nose reamer has nicks and burrs. Also the pilot nose reamer is dull. This device shows significant signs of wear/usage. The date of manufacture is unknown for this device. A medical investigation was conducted and this case reports that the edge of the blades broke after the reamer hit the k-wire. Per complaint details, all the pieces were removed, and there was no injury or delay. The procedure was completed using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.